Event description:
Customer faxed in a quote request, the arm rest is broken. Additional reportable malfunction for this device; (B)(6) is for the anti tip wheels are worn bad. (B)(6) is for the controller gets stuck and customer not able to control chair.